Event description:
It was reported that the device had a possible power on reset (por). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead, (B)(6) 2013.; 4574 implantable pacing lead, (B)(6) 2013. (B)(4).